Manufacturer narrative:
(B)(4). Reported event was confirmed by review of discharge notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent total knee revision approximately four years post-implantation due to pain. During the procedure, all components were revised and a patella button was implanted. No further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated reported event was confirmed by review of the provided op notes and x-rays. Op notes confirm the patient was revised due to pain. X-rays revealed postsurgical changes consistent with history of total left knee prosthesis. No evidence of acute fracture or dislocation. Mild lucency adjacent to the medial femoral condyle component appears unchanged compared to priors. Mild lucency underlying the medial tibial component appears unchanged compared to priors. Mild left knee soft tissue swelling. Impression: no acute fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: nexgen femoral component size d left, catalog # 00575001401, lot # 62134275 nexgen stemmed tibial component, catalog # 00598003702, lot # 62126939 taper stem plug, catalog # 00596009900, lot # 62170351 bone screw 6.5x35 self-tap, catalog # 00625006535, lot # 62194328 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's articular surface was revised due to pain. No further information has been provided.